Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and the ketone level was large. Boluses via the pump and syringes were used to address the bg level. The cause of the high bg was not known. The customer was hospitalized and was treated with intravenous insulin and fluids. The customer was discharged that day. A pump system check was performed and no device issues were identified. The customer reverted to using insulin injections for insulin therapy and reportedly, was to resume pump use after consulting with a healthcare provider.